Event description:
Patient came in for a diagnostic cath. Lesions found in old graft. Balance middle weight (bmw) was placed in vessel. A second boston scientific wire was placed in vessel to keep plaque from going down stream. Bmw wire then removed. The procedure was completed when the filter wire removed and noted the tip was missing. Radiologist consulted - removed tip from main aorta with no complications. Manufacturer response (as per reporter) for coronary interventional wire, hi torque balance middle weightmanufacturer is requesting device to be sent back for analysis.